Manufacturer narrative:
This is a duplicate report of 1818910-2017-18078. This report, 1818910-2017-18059, will be rejected. The report 1818910-2017-18078 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable.

Event description:
Clinical report states that patient suffers from an infected hematoma. Update 03/22/2017 medical records received. After review of the medical records for MDR reportability, the patient was reported to have an infected hematoma of the right hip on (B)(6) 2016. The patient then had a washout of the joint with post op antibiotics, but no revision reported. During the primary surgery, it was noted that as the ceramic acetabular liner was being put in, the liner fractured. This added 10 minutes to the case. The complaint was updated 05/15/2017.